Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer experienced an elevated blood glucose (BG) level of 502 mg/dL. Customer delivered a correction bolus via the pump to address the BG. Customer reverted to a backup insulin pump for insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.